Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. Additional information received from the field representative indicates that the pacemaker was explanted and then used as an external temporary device. The device was taped on the chest of the patient. There were no additional adverse patient effects reported. The pacemaker remains in service.